Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03925. The patient reported he has not received effective stimulation from his scs system despite multiple reprogramming. The patient also reported he is experiencing a burning pain at his scs ipg pocket site regardless of stimulation. Additionally, the patient reported his scs ipg will no longer hold a charge and it takes 4-5 hours to recharge the ipg. The patient is consulting with the physician regarding possible surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.